Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl and the current blood glucose was 295 mg/dl. Customer treated for high blood glucose with manual injection. The customer stated symptoms related to high blood glucose that were headache, upset stomach. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. No further patient complication were reported. Troubleshooting was successfully performed and the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl and the current blood glucose was 295 mg/dl. Customer treated for high blood glucose with manual injection. The customer stated symptoms related to high blood glucose that were headache, upset stomach. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. No further patient complication were reported. Troubleshooting was successfully performed and the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.